Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 13-17, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the device which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was described, ¿leak was observed after standard filling of the infusor¿ and ¿subsequently, the content began to flowing out of the bottle under pressure¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.